Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a broken belt clip slot and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed an a-33 error during manual prime . The blood glucose reading was 5.6 mmol/l. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.